Event description:
The patient reported she received orthovisc injections on (B)(6) 2013 and developed a rash approximately two weeks after the 3rd injection. The patient reported that she was prescribed a high dose of steroids for two weeks. The rash was resolved in approximately three weeks.

Manufacturer narrative:
The device was not available to be returned and the lot number is unk. No further evaluation or investigation is possible.